Event description:
It was reported that doctor "fixed or replaced" leads during implantable neurostimulator (ins) replacement in 2009, because, leads had moved.

Event description:
Additional information reported indicated that the patient's physician noted that "generator went bad." If additional information becomes available, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID, 39565-30 lot# serial# (B)(4), implanted: 2007 (B)(6), explanted: product type lead product ID, 3708140 lot# serial# (B)(4), implanted: 2007 (B)(6), explanted: 2009 (B)(6), product type extension product ID, 3708140 lot# serial# (B)(4), implanted: 2007 (B)(6), explanted: 2009 (B)(6), product type extension. (B)(4).